Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medical safety assesses the reported event of ¿back-out¿ and its reported severity as labeled (per IFU manual number m333023w072e rev. B). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, health care provider) regarding a patient with fixation and ttif for th12 vertebral fracture for percutaneous vertebroplasty (bkp) and transforaminal thoracic interbody fusion (ttif) spinal therapy. It was reported that the cage has backed out. The cage was removed during a revision of surgery. There was neurological symptom due to cage back out reported. There were no further complications reported regarding the event.